Event description:
It was reported that the patient complained of feeling lightheaded and dizzy even when sitting still. The ventricular capture management trends showed variable thresholds which were reproducible in office. The device was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.